Event description:
It was initially reported by the site, that pt developed an infection at the generator site. Generator was explanted. Generator re-implant surgery is likely. Good faith attempts to obtain add'l info has been unsuccessful.